Event description:
The customer reported that half of the sterile package containing this tubing set was not sealed. This was noted pre-operatively, and another tubing set was obtained, used to complete the surgery. There was no report of pt injury or surgical delay with this event.

Manufacturer narrative:
Investigation findings: conmed linvatec received this tubing for evaluation and confirmed the reported problem. A visual examination of the packaging found the lidding was not seated properly to the tray and the sterility of the product was compromised. Conmed linvatec will continue to monitor this device for failures.